Event description:
I have had 3 exacerbations of my asthma this year. One in (B)(6) 2020, one in (B)(6) 2020 then in (B)(6) 2020. I have continued to have coughing and chest tightness and bronchial irritation as well as shortness of breath. I am tired and overall don't feel good. I bought a "so clean" machine in 2019 and have used it until today (B)(6) 2020. I went to my CPAP / sleep dr for a follow up. My dr (dr (B)(6)) told me to stop using the "so clean machine". I told my dr I have never had so many flair up's of my asthma as I have had this year, and I am still struggling with the last flair up from (B)(6) - I still have the constant coughing and shortness of breath an overall feeling bad. Dr (B)(6) told me the "so clean is keeping me sick" he told me the FDA had sent a warning in (B)(6) 2020 about cleaning machines for CPAP etc., causing complications involving breathing and asthma patients increased complications. For exacerbation of my asthma - I have received a steroid injection, prednisone tapering pack and nebulizer medication as well as my already daily maintenance inhaler an fast acting albuterol inhaler. My pulmonologist just added another maintenance inhaler due to having so many asthma flair up's. After reading the FDA articles on CPAP cleaning machines and talking to my dr - I feel the "so clean" machine is unsafe. I was not aware the "so clean" machine was unsafe and the FDA states it is unsafe. However they are still selling them. FDA safety report ID# (B)(4).